Manufacturer narrative:
One used ls3112 ligasure device was received, and evaluation of the sample found three of the snaps on the jaw were broken and missing. Snap damage can be caused by misaligning the snaps during assembly or by multiple assembly attempts. The investigation identified the root cause of the reported event to be improper assembly during use. The instructions for use included with this product lists measures for handling and assembling the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Examination of a returned complaint device found that three snaps were broken and missing. The customer cannot confirm if the pins fell within the patient. It is also reported that there was no patient injury.